Event description:
It was reported multiple diagnostics episodes would not display egms. No ventricular tachycardia or ventricular fibrillation were seen on egms. Tech services discussed interrogating the device and increasing the ventricular tachycardia zone. Tech services will set up a follow up to review the status of the patient. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.